Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right atrial lead exhibited inappropriate automatic mode switch due to noise over-sensing. No patient consequences were reported.